Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2013 from a consumer. This case concerns a female pt (age not provided) who developed right knee inflammation, difficulty climbing stairs, unable to go about daily activities and moderate to severe right knee pain after receiving synvisc one. The pt's medical history, past drugs, concomitant medication or concurrent conditions were not reported. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml, once (route, lot number and expiration date unk) for osteoarthritis of right knee. On the same day, pt experienced moderate to severe pain and inflammation. Pt also stated that after the injection her condition worsened and had difficulty in climbing stairs. Also she was unable to go about daily activities. Action taken: no action taken. Corrective treatment: laser acupuncture for all the events. Outcome: unk for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.